Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa8197r09, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 07-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced four different incidents, which were associated with separate units, involving a single patient. This is the first of four reports. Refer to 9611594-2019-00016 for the second patient. Refer to 9611594-2019-00017 for the third patient. Refer to 9611594-2019-00018 for the fourth patient. It was reported that over the past two months, two different surgeons have experienced sutures break during laparoscopy placement of feeding tubes. The physicians stated that if the sutures were stronger, they would not break as easily as they have. One of the physicians opened a kit of three sutures four times, and "gave up and opened up the patient and put the tube in that way." No additional information was provided.